Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited episodes of noise. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.